Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that the implant was placed and removed on the same day in intra oral site 23, as no torque was noted and primary stability was not achieved. Another implant was not placed after removal on that day. The patient's bone quality was reported to be type ii. Heavy bleeding was present and unable to proceed with surgery. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that the implant was placed and removed on the same day in intra oral site 23, as no torque was noted and primary stability was not achieved. Another implant was not placed after removal on that day. The patient's bone quality was reported to be type ii. Heavy bleeding was present and unable to proceed with surgery. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).